Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. The device was tested extensively without observing any unexpected power off events. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off and on several times when they used it to monitor a patient during transportation in ambulance. The users had to power the device off manually and power it back on again. The patient was safely delivered to a hospital's emergency room.

Manufacturer narrative:
Serial number, of the initial medwatch report indicates: (B)(4). Serial number, of the initial medwatch report should indicate: (B)(4).